Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a thr surgery, the spring-loaded version guide on one (1) r3 straight shell impactor would not stay locked in place and was moving around while surgeon was hammering shell implant into acetabulum. Scrub technician took the handle of the (1) r3 straight shell impactor apart and noticed that the small metal nub was not in the threaded spring-loaded ring. X rays were taken in different planes, and it was agreed that the metal piece was not in the wound. The floor, drapes, shoes, and suction system were searched directly and with multiple light sources to look for the metal piece. The procedure was resumed, after a non significant delay, with a s+n back up device. No injury was reported as a consequence of this issue.